Event description:
Boston scientific received information that this right atrial (ra) lead has dislodged after recently being implanted. A revision procedure has been scheduled to reposition this lead. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, additional information was received from the local sales representative stating that this patient was scheduled for a lead reposition but became increasingly ill from other health issues (pulmonary and gi). The patient passed away from pulmonary complications. It is unknown if this lead will be returned for analyisis testing.